Event description:
It was reported that a patient had a resolute integrity (rx) drug eluting stent implanted. It was reported that, approximately 1 month post implant, the patient has eczema on the skin. To the patients opinion, the skin problem is related to the stent. Medical treatment to date includes medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.